Event description:
Per the clinic, the patient experienced an infection and had fluid under the implant site since (B)(6) 2024. Subsequently, the patient was treated with IV antibiotics however, the symptoms did not resolve. The device was explanted on (B)(6) 2024.

Manufacturer narrative:
Device analysis report